Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. The pump powered on and revealed that the display screen was discolored. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. Evaluation also revealed that the display screen was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/24/2015.